Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 04, 2017 litigation received. In addition to what was previously alleged, litigation alleges chronic pain and unstable balance. Patient's weight was updated. This complaint was updated on may 10, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 09, 2017: legal medical records received. In addition to what was previously alleged. After review of the medical records for the MDR reportability, operative notes noted some grayish fluid and inflammatory response of the capsule. There were no signs of metallosis or erosion, however there were some brownish-red dark fluid between the liner and socket interface. Operative notes indicates dense fibrocollagenous tissue with histiocytic inflammation and possible metal wear fragments. Laboratory result for cobalt and chromium were below 7ppb.

Event description:
Complaint description: patient was revised due to pain. Update rec¿d 01/11/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis and audible clicking noises. Complaint was updated 01/23/2017. Update may 04, 2017 litigation received. In addition to what was previously alleged, litigation alleges chronic pain and unstable balance. Patient's weight was updated. This complaint was updated on may 10, 2017. Update may 09, 2017: legal medical records received. After review of the medical records for the MDR reportability, operative notes noted some grayish fluid and inflammatory response of the capsule. There were no signs of metallosis or erosion, however there were some brownish-red dark fluid between the liner and socket interface. Operative notes indicates dense fibrocollagenous tissue with histiocytic inflammation and possible metal wear fragments. Laboratory result for cobalt and chromium were below 7ppb. This complaint was updated on may 15, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the metal liner and hole eliminator product code/lot code combinations. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. One additional infection related report was identified against the femoral head lot 2707110. The manufacturing records reviewed at that time found no deviations or anomalies. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Device history records were previously reviewed. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Investigation summary: patient was revised due to pain. Dor: (B)(6) 2008 - dor: (B)(6) 2016 (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update rec¿d 01/11/2017: litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis and audible clicking noises. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Device history records were previously reviewed. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis and audible clicking noises.